Event description:
See initial report.

Manufacturer narrative:
H.10: the unit was returned to the manufacturer site for investigation. During the functional test, the reported complaint was confirmed. However, it was found that the clamp could close and that a residual flow of 0.20 l/min was allowed. The motor current of the evo was increased to 6%, and the the issue was solved. The root cause is that the established force was set to a value that is not enough to close the evo (and therewith the tube) properly when different sizes and shores of the tubings are used. The reported event is due to a known issue and corrective action is already in place. Motor current calibration needs to be performed in the manufacturing line before sending the clamp to the customer. Based on the fact that the evo closed and only 0.2 residual flow was allowed, the event is not likely to result in serious injury and reportability decision changes to not reportable event.

Manufacturer narrative:
Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo clamp) was defective and could not occlude properly during priming. There was no patient involvement.